Event description:
It was reported that the patient presented in the operation room for implant procedure. During the procedure, the guidewire failed to advance and failed to remove from the newly implanted left ventricular (lv) lead. The lv lead was not installed and the procedure was completed using an alternate lv lead on (B)(6) 2022. The patient's condition was stable.

Manufacturer narrative:
The reported events of failure to advance and failure to remove guidewire from the left ventricular (lv) lead were not confirmed. As received, a complete lead without a guidewire was returned in one piece measuring 86.4 cm for analysis. The s-curve hump height was measured within specification. Guidewire insertion test was performed and analysis found the guidewire was able to be inserted and removed from the lead without difficulties. Visual and x-ray examination of the lead did not find any anomalies.